Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the flip flop handle and tightened all other loose hardware on the mainframe. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the l arm handle was loose on the 9800 system. There was no report of pt injury.